Event description:
Rep reported that the surgeon was unable to visualize any markers on post op xray. Unable to determine setting via xray. Rep reported that the device was left in place and it was decided that they would check the patient setting in a post op follow up. No adverse consequences to patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00073. A follow-up is being generated to change the reporting decision from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow-ups could no longer be generated in the old system.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00073. A follow-up is being generated to change the reporting decision from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow-ups could no longer be generated in the old system.